Manufacturer narrative:
Investigation results: one device was received in good condition. The device appeared to be functional and operated normally. It was noted the distal tip was separated from the introducer tube at the proximal skive opening. The events as described in the complaint were confirmed. No root cause could be determined from the event info provided or the device analysis. However, inadequate alignment of the marker introducer tube to the needle aperture may prevent successful deployment and deformation of the distal portion of the tube.

Event description:
It was reported that during a biopsy procedure, the user sheared off the tip of the device. It was reported that the biopsy results were found to be non-cancerous and the doctor has scheduled a surgical procedure to remove the tip.